Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implantable pump. Indication for use was unknown. The date of the event was unknown. It was reported that the consumer heard from other families that did not hear the pump alarm and other patients were ending up in the intensive care unit (ICU). No further complications were reported/anticipated.